Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that there was a gap in the adhesive on the distal end between the acoustic lens and the ultrasound probe. Additionally, the bending section and bending section cover were broken. It was also observed that the bending metal was protruding. It was observed that the scope cover had discoloration. It was also observed that the forceps pipe body had a crack. It was observed that the elevator channel plug was loose. It was also observed that water tightness was lost due to a missing guide pin in the electrical connector. It was observed that water tightness was lost due to a cut on the bending section cover. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover. It was observed that the displayed ultrasound image was defective due to damage on the acoustic lens. It was also observed that the connecting tube had a buckling. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the universal cord had buckling. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera ii ultrasound gastrovideoscope to the service center. During a standard inspection and estimation of the returned device, there was a gap between the acoustic lens and the ultrasound probe. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defective ultrasound image occurred due to damage on the acoustic lens. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the bending section cover (a-rubber) and bending section being broken occurred due to mishandling at the facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. ¿ olympus will continue to monitor field performance for this device.